Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided and the following was observed: the crimped valve was not within the alignment markers prior to deployment, the valve was partially expanded at the outflow side and pushed ventricular during the balloon inflation, and the valve embolized into the ventricle. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 ultra valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve embolization was confirmed through evaluation of the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. Per imaging evaluation, the crimped valve was not aligned within valve alignment markers prior to the deployment, which led to asymmetrically expanded inflation balloon, and the partially expanded valve pushed toward the ventricle. Per the training manual, "check to ensure: thv is exactly between the valve alignment markers". As such, available information suggests that procedural factors (improper valve alignment prior deployment, failure to follow instructions) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691-2023-16173. Investigation is ongoing. H3 other text : device not returned to manufacturer.

Event description:
As reported from germany by our edwards lifesciences affiliate, a 23mm sapien 3 ultra valve was pulled too far over the balloon of a commander delivery system during a transfemoral transcatheter aortic valve replacement procedure. There was pressure on the delivery system. The valve was not between the markers when the balloon was inflated, so the valve asymmetrically expanded and embolized into the ventricle. The procedure was converted to open surgery.